Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose level. Customer's blood glucose value was 42 mg/dl at the time of the incident. The current blood glucose of the patient was 92 mg/dl. The customer was treated with food and glucose tablets. Customer states that the drive support cap appears normal. The device will not be returned device for analysis.